Event description:
It was reported that the customer was hospitalized two to three times around (B)(6) 2013 because of an extreme hyperglycemia or a diabetic ketoacidosis. Her blood glucose level was over 600 mg/dl. She was not using her insulin pump and her blood glucose levels would go up. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.